Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while doing sports, specifically left side planking. Technical services (ts) reviewed the device data and discussed the echocardiogram shows artifact oversensing due to muscle noise. It was also mentioned that the patient had already received an inappropriate shock on the alternate vector due to noise oversensing. Ts advised to perform x-ray and the physician indicated the x-ray shows very good system positioning and no visible damage. As the s-ICD has worked well for 18 months in the current configuration and the oversensing can only be provoked due to certain non-ordinary movement and the patient is very compliant, the physician decided that no reprogramming appears to be the best solution and suggested to the patient to not repeat this maneuver. The s-ICD remains in service. No additional adverse patient effects were reported.